Event description:
It was reported the device stopped working in the middle of a procedure. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition, with minor surface imperfections. The unit was unable to function correctly; the unit failed in the open condition on one side. After replacing the main rocker switch, the unit worked correctly. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.